Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - (B)(6) 2015, device product code - ni, expiration date - ni, date implanted - ni, date explanted - (B)(6) 2015, manufacture date ¿ ni. This report is number 3 of 3 mdrs filed for the same patient (reference 3002806535-2016-00685 & 1825034-2016-03152 / 03153).

Event description:
Patient underwent a left hip revision procedure due to dislocation.